Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 13 lvp display boards needed to be replaced due to dim/ missing segments. There was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 12 out of 13 returned boards. Physical inspection of each board was performed, and no damage, corrosion or cold solder was observed. The boards were tested running basic infusions at to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 12 out of 13 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 07dec2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 29oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for investigation.

Event description:
It was reported that 13 large volume pump (lvp) display boards needed to be replaced due to dim/ missing segments. There was no patient involvement.